Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected no delivery alarm, motor position encoder error alarm or motor error alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 313 mg/dl at the time of the incident and treated with manual injection. The customer stated that the insulin pump had a no delivery alarm after a 5 unit manual prime was delivered. Customer also reported that the insulin pump had a motor error alarm and the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.